Event description:
It was reported that the surgeon bumped the right atrial (ra) lead during implant, which may have possibly damaged the lead. Thresholds have progressively increased since implant. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the outer insulation of the lead was extrinsically breached due to a cut. There was blood on the proximal conductor of the lead and it was not obstructed. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted that the outer insulation has very small cut at 19.5cm, trace amount of blood visible in proximal conductor, likely occurred at implant. If information is provided in the future, a supplemental report will be issued.